Event description:
It was reported to a product manager via a telephone call by the physician that a cannon catheter was placed in the operating room into a female patient with dementia; insertion site was right side of her chest. She received dialysis on the day the catheter was placed. During the night, the patient pulled out the catheter and bled to death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.